Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Device failed during evaluation, therefore there was no patient involved.

Manufacturer narrative:
(B)(4). A device analysis was performed. The event occurred during the sample evaluation. It was determined to be caused by a deteriorated piston foam. The deterioration to the foam would not allow the proper fluid movement. The piston foam was scrapped and the device was sent to servicing. Should additional relevant information become available, a follow-up report will be submitted.